Manufacturer narrative:
On (B)(4) 2018, immucor tested gamma-clone anti-s lot 625014 with selected cells from panocell-20 lot 44367. Four s positive and 4 s negative cells were selected. All cells resulted as expected. Controls and retention product performed as expected. On (B)(4)2018, immucor tested gamma-clone anti-s lot 625014 with the returned sample (B)(6). Controls performed as expected and the returned sample resulted negative. On (B)(4) 2018 immucor notified the customer of the following that: "we received sample for investigation. We tested our retention product and your returned sample. The following is a summary of our product investigation laboratory's findings. We tested the returned sample (B)(6) with retention anti-s lot 625014. Controls performed as expected and the returned sample resulted negative. We reproduced your report. The sample submitted is from a patient with sickle cell disease and most likely from african-american decent. Dna information you supplied does not state if the s antigen presents as a variant form of normal s antigens. Therefore by serology, this s antigen may or may not react with some examples of commercial anti-s antisera due to different clones where the antisera are derived. Immucor anti-s monoclonal gammaclone is manufactured from a different clone than bio-rad anti-s. This could account for the unexpected reactivity you observed. Our investigation did not identify a product deficiency, retention products performed as expected." The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2018 a customer reported a typing discrepancy for little s on a patient sample when using gamma-clone anti-s blood grouping reagent.